Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not interrogate with wireless device, as a result the radiofrequency transceiver was replaced. It was also noted that the system fan was noisy. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer would not interrogate. It was noted that the radio frequency programmer head was changed out and it still would not interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.